Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen was dim and discolored. A test screen was installed and displayed normally. Unrelated to the display issue, the keypad cover was returned torn by the ok button. During testing, the up arrow and down arrow keypad buttons were unresponsive. The keypad cover was removed and evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.